Event description:
Nurse had a needle stick due to an autoshield duo safety pen needle malfunction. She was worked up for the blood borne pathogen exposure, as per hospital policy. We have a picture of damaged device, but I am unsure how to attach to this report. If you need picture, please email at address provided later in report.

Event description:
Add'l info received from reporter on (B)(6) 2015. As it was explained to this reporter, it occurred when trying to unscrew the pen needle. Picture provided to this reporter shows bent needle and disconnected spring. Pt was (B)(6).